Event description:
The customer received a questionable hemoglobin a1c gen 2 result for one patient sample. The initial result was 3.28% and was reported outside the laboratory. The doctor questioned the result and asked for the sample to be repeated. The repeat results were 12.27% and 12.06%. The repeat result was believed to be correct. The patient was not adversely affected. The hemoglobin a1c reagent lot number was 68602601 with an expiration date of 09/30/2014. The field service representative found the workstation accuracy checks failed on all stations and the check test pipetting check found was out on tolerance. He replaced the rotor belt for the workstation, replaced the sample probes and syringes, and replaced the reagent probes. He ran flow checks which were ok, a check test which was ok and a workstation accuracy check which was ok. The customer ran calibration and qc which were in range.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.